Event description:
The hosp reported that during saphenous vein harvesting procedure, the bipolar scissor was not working properly. The surgeon opened a new kit to finish the procedure. No additonal pt complications were reported.